Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a malfunction alarm occurred after pump fell. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 128 mg/dl.